Manufacturer narrative:
Product event summary: the delivery system was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit and damage. Visual summary indicated damage during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter tore in two parts during the slitting. The catheter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.